Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent total vaginal hysterectomy, transurethral cystoscopy, uterosacral ligament fixation, perineorrhaphy due to symptomatic pop and sui. No additional information provided.

Manufacturer narrative:
(B)(4). It was reported that patient underwent laparoscopic repair of the right inguinal hernia on 06/28/2006 due to right inguinal hernia and possible intra-abdominal adhesions. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it has been reported that the patient underwent a removal/revision surgery for fistula with mesh extrusion in approximately 2004 or 2005. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.